Event description:
It was reported to medtronic neurosurgery that the patient line 3 way stopcock of the device was broken. According to the report, the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The returned device was patent. However it did not meet the requirements for leak testing due to a crack in the proximal arm of the patient line stopcock. The needleless injection site arm of the patient line stopcock was broken. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).